Event description:
It was reported that the patient was having pain and the family doctor thinks it could be related to interstim. The patient was wondering if the machine was causing pain. The patient had been getting injections in back and nerve blocks done for migraines and back pain. The patient had radiofrequency done and the healthcare provider had called the manufacturer to get guidelines. The patient had a nerve block on the neck. Not too long after that, the patient turned stimulator back on and started having severe back pain almost like kidney infection. The patient went to the doctor and their urine was completely clear and no white cells. The doctor stated that sometimes machines like this reset meaning. The pain was not on the side where the stimulator was, it was on the opposite side. The patient was not sure if the pain was there when off. The patient was given a round of antibiotics but that didn't work. The patient thought at the time she had kidney infection. Pain was on the right side and stimulator was on the left side. The patient stated when she throws up she pees on herself. The patient went to the airport last week and went through medical detector and the workers couldn't even tell she had it. The patient stated nothing happened. The event date was noted as a few days after nerve block which was before thanksgiving. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0433c, implanted: (B)(6) 2013, product type lead. (B)(4).